Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation and photographs were not provided. It was determined that the described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. Although all dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment may occur in very few cases. A complete root cause investigation will be covered in a CAPA project that was initiated for these events. Therefore, sample pictures will not be evaluated, and the batch record investigation (DHR) and complaint history review will not be performed. The complaint was able to be confirmed based on the available information.

Event description:
It was reported that an internal dialyzer blood leak occurred three hours and fifty-one minutes into a patient¿s hemodialysis (hd) treatment. There was reported to be a ¿rupture¿ of the fibers within the dialyzer. The dialyzer in use was an fx coral 600. The blood leak was confirmed to be visually observed - the fibers were described as ¿bloody¿. The machine, a fresenius 5008 hd system, alarmed appropriately with a blood leak alarm. Fresenius bloodlines were also being used. No physical damage was noticed on the dialyzer. The patient¿s estimated blood loss (ebl) was 200 ml or less. There was no patient harm, no adverse effects were experienced, and no medical intervention was required due to the events. The patient was able to complete their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for evaluation due to blood contact. Photos of the dialyzer were also not available.